Event description:
It was reported the pt had diarrhea and numbness in his scrotum, which discontinued when he turned his stimulation off. It was reported the pt was reprogrammed postoperative, and effective stimulation was achieved. The pt was told to contact his physician. The pt also claimed he had csf leaking from his back during the trial. Follow up with this issue determined the pt had not had a wet tap, and the physician had proceeded from trial to permanent system. Further attempts to determine the status regarding the issue were unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.